Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection found sensor needle bent inside sensor base. No broken or missing parts was found during analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was borken. The customer¿s blood glucose level was 244 mg/dl. The customer reported that the introducer needle fractured while in the body. Customer reports the introducer needle was still in the body. The sensor will be returned for analysis.